Event description:
The physician successfully positioned an esophageal stent in a long stricture. The next day it was noted the stent migrated into the stomach. Several attempts to retrieve the stent were made with a polypectomy snare and a rat-toothed forcepts, met with no success. The physician elected to leave the stent in the pt's stomach, and attempt a retrieval at a future date. The pt is in satisfactory condition.